Manufacturer narrative:
Customer stated, "they are not staying in place on the or table. During the first case this morning it slipped out, hit the floor and the patient had to be completely repositioned/ re-prepped and re draped in the middle of their surgery." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer stated, "they are not staying in place on the or table . During the first case this morning it slipped out , hit the floor and the patient had to be completely repositioned/ re-prepped and re draped in the middle of their surgery."